Event description:
It was reported the 3d9-3v transducer had holes in the membrane tip which allowed cleaning fluid get inside and then leak out. The transducer was associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The service engineer provided information to replace the transducer to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The transducer was replaced to address the customer's immediate concerns. A thorough investigation was performed to determine the cause of the reported problem. The reported problem was confirmed, with findings of the transducer dome peeling and having punctures with leaking fluid. The most likely root cause is related to the customer use. There is no indication of non-conforming material from shipment, and no indication of design anomaly requiring further action.